Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was provided. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised because of loosening of the tray and minimal poly wear on the insert.